Event description:
Pt underwent second revision surgery on (B)(6), 2011 due to repeat rod displacement on right side while the iliac screw and locking cap remained in place. Surgeon removed set screws (locking caps), rod connector and rod, and the iliac screw. Subsequently used were new rod connector, 75mm rod, dod screw at iliac, and locking cap. No other information in regard to patient status.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint however the product was not returned for evaluation, and the product and lot numbers were not provided; therefore, a review of applicable material records, manufacturing records, storage records, and distribution records was unable to be conducted. A review of said records will be conducted should the requested information and/or the product be received for evaluation, and a supplemental medwatch report will then be submitted according to requirements. Model#, catalog#, lot# - this information has been requested however not received. The product has been requested for evaluation however not received. The date of manufacture cannot be determined without model and lot numbers. A review of applicable records and evaluation of the product is not possible as the model, catalog and lot numbers were not provided and the product was not returned.